Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein (rcfv) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to device implant micra pacemaker interventional procedure. Reportedly, the sutures of the first proglide device were successfully pre-placed. A second device was successfully deployed; however, when the device was removed, it was noticed the foot plate did not close despite the lever being returned to its original position. Mild force was used to remove the device from the anatomy. There was vessel damage. Vein access was lost and operator attempted to re-gain access but was unsuccessful. Hemostasis and vessel damage were treated via manual compression on the rcfv as a result, contra-lateral access was obtained to complete the procedure. There was no reported adverse patient sequela; however, there was clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Loss of access could not be replicated in a testing environment as it was based on operational circumstances. The patient effect of vascular injury (tissue damage) is listed in the instructions for use (IFU) as a potential adverse event of use of the device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The loss of vein access is likely related to the mild force used when removing the device from the anatomy. It should be noted that the perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial due to the foot retraction issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the loss of access and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.